Manufacturer narrative:
The returned device was evaluated under microscope. Microsonic device (msd) exhibited multiple pinch marks on the surface. Outer layer of the msd tubing appears damaged and a thick/broad pinch mark was observed at approximately 29mm from the strain relief. This is consistent with handling the device using hemostats or other mechanical placement aid during placement. The outer skin damage likely allowed fluid (coolant) ingress inside the device and could have presented as the reported failure mode. Manufacturing records were reviewed and product was manufactured according to specifications and passed quality inspection criteria. The root cause is use error/handling related. As part of the returned product evaluation, label review and eeprom readout review was conducted and they all passed established criteria. Product IFU includes "if an iddc or msd becomes kinked or otherwise damaged during use, discontinue use and replace."

Event description:
Initially, physician reported that he had difficulty placing the microsonic device (msd) inside the intelligent drug delivery catheter (iddc). Upon placing, physician was not able to initiate therapy. Customer completed visual examination of various components of the device and ensured they are all acceptable. Customer attempted to switch interface cables between control units and did not succeed in initiating therapy. Customer was informed that the ultrasound portion was not working and requested to initiate therapy. Lytic drug was then infused through the drug lumen per prescribed dosage. Physician was able to successfully deliver prescribed dose of lytics during the entire same lysis session of 4 hours only (roughly 16mgs of tpa delivered to patient).the patient did well with rapidly dissolving the arterial graft thrombus with just the lytic alone. Later during ekos follow-up, the complainant facility reported that the patient was discharged home the following day.